Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2023. The pump was received with no back arrow button response. Unable to perform the displacement test and self test due to no back arrow button response. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2. A test p-cap does lock into place inside the reservoir compartment properly. No button response is confirmed due to moisture damage on the electronic stack. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, serial number label stained and faded, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. No back arrow button response is confirmed due to moisture damage on the electronic stack. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Event description:
Information received by medtronic indicated that the insulin pump had a crack. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device. The device was returned for analysis.